Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their implantable neurostimulator (ins) showed an end of service (eos) message. The ins was off and no longer providing therapy. The patient had an unrelated surgery on (B)(6) 2016 and when they came home from the surgery on the same day they noticed that the device had stopped working and they had stopped feeling stimulation in their legs. The patient had been in pain for a week prior to the report. They checked their ins with the patient programmer and it showed a call your doctor screen and then they checked the ins again during the report and it showed the eos message. The patient was dissatisfied with the longevity of the device as they were told that the ins would last for 5 years. The patient noted that they used their device at about 1.5v and did not want to get their device replaced as they had just had a surgery. They were redirected to their doctor for next steps. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that they saw their implanting physician on (B)(6) 2016. It was noted that the patient had a major surgery so they could not have another surgery for about 2.5 months based on advice from their doctor. The patient was still having pain and no relief but it was noted that their doctor could help them in 2.5 months.

Event description:
Additional information was received from the consumer regarding the patient. It was reported that the patient weighed (B)(6) pounds on the day of the implantable neurostimulator replacement surgery. No further complications were reported.

Event description:
(B)(4): the patient reported that their implantable neurostimulator (ins) showed an end of service (eos) mes sage. The ins was off and no longer providing therapy. The patient had an unrelated surgery on (B)(6) 2016 and when they came home from the surgery on the same day they noticed that the device had stopped working and they had stopped feeling stimulation in their legs. The patient had been in pain for a week prior to the report. They checked their ins with the patient programmer and it showed a call your doctor screen and then they checked the ins again during the report and it showed the eos message. The patient was dissatisfied with the longevity of the device as they were told that the ins would last for 5 years. The patient noted that they used their device at about 1.5v and did not want to get their device replaced as they had just had a surgery. They were redirected to their doctor for next steps. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(4): additional information received from the patient reported that they saw their implanting physician on (B)(6) 2016. It was noted that the patient had a major surgery so they could not have another surgery for about 2.5 months based on advice from their doctor. The patient was still having pain and no relief but it was noted that their doctor could help them in 2.5 months. (B)(4): additional information was received from a manufacture representative (rep) on 2017-may-10. The implantable neurostimulator (ins) was returned for analysis. The rep stated that the ins was replaced noting the event date as (B)(6) 2017. On (B)(6) 2017 they notified the patient that their battery needed to be replaced due to normal battery depletion. The patient was noted to have recovered without sequela. No further complications were reported/are anticipated.

Manufacturer narrative:
Additional review indicated that the last report submitted did not have (date of the report). The last report should have had a date of report of 2017-06-06. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found no significant anomaly. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.